Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump was unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The pump had cracked belt clip slot, reservoir tube lip, reservoir tube, case window display corners, scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 289 mg/dl. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will return the pump for analysis.